Event description:
It was reported that during a lung resection procedure, on the second firing of the device with a green reload and on the fissure of the lung, the surgeon pulled the trigger and the blade only went roughly 1 cm. The blade did not cut tissue and no staples were deployed. Another green reload was introduced into the device for a third firing and the device seemed to work as expected, however, when the device was removed, the staple line was not formed and bleeding ensued. The surgeon used 2 tl90 devices to fire medial to the original cuts and also used suture to control the bleeding and complete the procedure. All bleeding was controlled during the procedure and there were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 03/27/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Fissure of lung. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd and 3rd. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near, but not across. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What were the patient¿s pre-existing conditions? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. How long has the surgeon been using this device for this procedure (in years)? 2 months. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? Yes - 3rd firing. Was the staple line incomplete or did it exceed the cut line? Yes - 3rd firing. Was the patient taking any anticoagulants or dvt prophylaxis? Asku.

Manufacturer narrative:
(B)(4). The analysis results found that one was received for evaluation. An ecr60g fully fired and one unfired were received. After further analysis the knife was noted to have a feature missing that can potentially result in the device locking out. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was tested for functionality in the straight position with a thick tissue and a vascular cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.